Event description:
End user alleges loading shuttle onto a carrier on the back of end user's car when the accelerator locked and the shuttle knocked end user down and ran end user over resulting in multiple injuries.